Event description:
It was reported that the patient presented to the emergency room after receiving shocks that failed to convert rhythm. The right ventricular (rv) lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.